Event description:
The iab was inserted into the pt on 8/15/98. On 8/17/98, after 30 hours of iabp, the balloon leaked. The pump alarm sounded and blood was noted in the catheter tubing. The iab was removed. There was no pt injury or complication as a result of the event. Multiple event to customer complaint number 98-01024 event complications: none from the event - reported 9/17/98. Pt's current status: unk repoted 9/17/98.